Event description:
It was reported that the device had stuck or unresponsive keys and it resulted in a delay to the start of an infusion or inability to titrate medication. The customer clarified that "staff didn't think that it caused patient harm, the delay was minor or they didn't initiate an incident report." Although requested, further information was not provided. The customer stated it is unknown which device serial numbers listed were involved in patient incidents that resulted in this issue, since there were no reports of patient impact or harm due to this issue. Therefore it is not possible to determine which device serial numbers were involved in these unspecified events.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did find an increasing trend with the pcu for the reported issue of ¿the device had stuck or unresponsive keys¿; however further investigation is deemed not necessary because bd has opened CAPA (B)(4) to address the issue that resulted in a field action. The root cause for the reported issue that the device had stuck or unresponsive keys and it resulted in a delay to the start of an infusion or inability to titrate medication was not determined because no product or device logs were returned. The reported issue that the device had stuck or unresponsive keys and it resulted in a delay to the start of an infusion or inability to titrate medication could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported. Bd has opened CAPA (B)(4) addressing the issue of unresponsive keypads that resulted in a field action. The device is used for treatment purposes. H3 other text: no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the device had stuck or unresponsive keys and it resulted in a delay to the start of an infusion or inability to titrate medication. The customer clarified that "staff didn't think that it caused patient harm, the delay was minor or they didn't initiate an incident report." Although requested, further information was not provided. The customer stated it is unknown which device serial numbers listed were involved in patient incidents that resulted in this issue, since there were no reports of patient impact or harm due to this issue. Therefore it is not possible to determine which device serial numbers were involved in these unspecified events.